Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the first prostyle suture was preplaced successfully. The second prostyle device did not show adequate blood flow through the marker lumen; however, it was deployed with a cuff miss [suture retrieval issue] noticed. A third prostyle successfully pre-placed the second suture. The sheath was upsized to 14f and the aaa procedure was completed. When the knot of a preplaced suture was being pushed down, quite some force was used to push the knot toward the vessel wall. The knot pushed through the vessel wall causing damage to the artery. Bleeding was not able to be stopped. A fourth prostyle device was deployed yet the two successful sutures did not achieve hemostasis. Manual compression achieved hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: advance the device in the vessel until flow of blood "mark: is observed from the marker lumen." The IFU also states: the patient effect of tissue injury is listed in the prostyle (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The reported needle to cuff miss appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment and the subsequent patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.